Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history record review showed no anomalies. A service history review was conducted; no failures/problems were revealed that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of patient symptom ¿ other (home patient passed away). A review of the device logs revealed no system errors, anomalies, hardware device failures or iipv events that could have caused or contributed to the reported difficulty. The device passed electrical and functional testing. An internal inspection was performed and found no issues. There were no failures or malfunctions identified that could have caused or contributed to the event. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A trend review will be conducted.  If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was not hospitalized prior to death. Pd therapy was being performed at the time of death. The cause of death was unknown. It was unknown if an autopsy was performed. Additional information was requested, but is not available.